Event description:
The customer contact reported the device alarmed with a s421 (motor error-pmc, right) malfunction alarm code. The device was initially returned to the biomedical department with a note that stated, "s421 malfunction alarm." No information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, a review of the device history a s421 (motor error-pmc, right) malfunction alarm code was noted. No additional information was provided.

Manufacturer narrative:
A field service engineer performed initial testing and investigation at the user facility. During testing a s421 malfunction alarm code was noted in the device history. The device mechanism was connected to a test fixture. The s421 error malfunction was not duplicated during testing. The probable cause is due to a defective mr2 motor. The probable cause for the mr2 motor could not be determined. However, it is possible that the mr2 motor has a bad encoder. This report represents all the information known by the reporter upon query by hospira personnel.